Manufacturer narrative:
No device or device photo was returned for investigation. Due to this, no root cause was determined. No lot number was provided; therefore, a device history record (DHR) review could not be conducted.

Event description:
It was reported that with the device the tubing was not on the skin of patient with the plate of the cleo including the cannula not attached to the site with the tegaderm, clear circular dressing and the white gauze dressing still on her skin. Remodulin had not been infusing into her skin. There was patient involvement and unknown patient harm.